Manufacturer narrative:
Actual sample received for evaluation. After decontamination, the line was visually inspected according to procedure for any mfg defects. No mfg defects were noted, although a split was detected on the pump segment. The split was one inch long and approximately 2 1/2 inches from the saline tee connector. The split penetrated into the pump segment inner wall. No functional testing done, as the split did penetrate the inner wall and would have caused an air leak. Based on the sample analysis, the complaint as stated, was confirmed. There is no known source within the mfg or assembly process, that could have caused or contributed to the split. The blood line was used three times, without incident, prior to this event. Co can only speculate that the split was due to use and/or handling. Co will continue to monitor this info for trends. The customer has been sent a follow up letter. This complaint is closed.

Event description:
Rec'd notification of complaint concerning above product via medwatch form filed by the facility. Spoke with the director of nursing who reports that in the last half hour or treatment, the air detector alarm sounded. Upon inspection it was noted that there was in air in the venous line, extending just past the air detector but not as far as the pt connector, lines clamped immediately. The source of air was found to be from a split, approx one inch in length, in the pump segment of the arterial line. Remainder of arterial bloodline rinsed back. Don states that the estimated bloodloss was less than 100cc. Treatment was not restarted, pt was stable and no further injury reported. The bloodline had been used three times, prior to event, without incident. Don also reports that the chief tech inspected the machine used for this treatment and found that the bloodline guides on the pump rotor appeared to be out of alignment on one side. The actual bloodling is available for inspection. A letter has been sent to the customer. Medwatch filed due to bloodloss.